Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, the patient underwent 1-level anterior cervical discectomy and fusion due to cervical stenosis. On an unknown date, post-op, the implanted screw broke. There were no patient complications as a result of this event.